Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was left in a cold environment for a few days and when it was interrogated the battery bar was gray. The ICD was left inside for a couple of days and still remained with the gray bar. The device was not used for any case. There was no patient involvement.